Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turns off without input' which was reproduced and duplicated during evaluation by troubleshooting the device. The cause was determined to be a depressed battery contact pins on the rear case and corroded wireless battery module (wbm ) battery contact. The rear case and wireless battery module were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off without input during testing at the biomed service department. There was no patient involvement. No additional information is available.